Event description:
Boston scientific received information that this programmer's screen was going dark even if it was being rebooted. The field representative could still push the buttons but cannot see what was being done on the screen. This programmer is out of service and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Liquid crystal display (lcd) was not backlit and the inverter was overheated and melted. The programmer passed all incoming functional tests with a functional inverter.